Event description:
Caller reported that the indicated battery charge of the device dropped significantly by 60% in a short time. There was no adverse impact on the customer's blood glucose level. The customer continued to use the pump for insulin therapy.